Event description:
Acetabular customized constrained liner for joint replacement did not fit and required cementing into place. No injury to pt.

Event description:
Add'l info received from MFR 5/29/03: the MFR states: no medwatch was provided for this complaint.